Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: surgeon was using a pedicle probe during a procedure and a 15 mm piece broke off in the vertebral body. The piece was not removed and remains in the pt's vertebral body.

Manufacturer narrative:
Device used for treatment and not diagnosis. The pedicle probe as analyzed for conformance to print specifications and the device history records were reviewed. No abnormal findings were identified. The hardness of the material was checked and met specification. It is possible the probe was driven in about 15mm and go 90 degree axial bent. Too much mechanical force has resulted in the breakage of the tip.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn as product is in the eval process.

Manufacturer narrative:
Device used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device was used for treatment not diagnosis. Upon further review this complaint the reportability has changed from reportable malfunction to serious injury due to documentation indicating that ¿medical/ surgical intervention was needed.